Event description:
It was reported that 4 hours post a coronary drug eluting stenting treatment procedure, allergic reaction occurred. The lesion being treated was located in the proximal to mid right coronary artery (rca). The physician accessed the lesion site and advanced a 2.5x15mm maverick balloon to the lesion site, where it was inflated to 14 atms for 30 seconds. Then, the physician advanced a 3.5x32mm taxus express2 drug eluting stent to the proximal to mid rca and deployed it at 18 atms. The stent balloon was removed and the procedure was successfully completed. There were no patient complications and the patient condition was good. Medications used during the procedure included angiomax, ivp dye, and plavix. The patient was discharged the next day. Medications at discharge included plavix and nitroglycerine. At 4 hours post the initial procedure, the patient developed a rash on his arms which lasted for approximately two weeks. The patient has no known allergies that may have contributed to this reaction. Plavix was stopped but the rash continued. The rash resolved with the use of prednisone and benadryl. The patient was not placed back on plavix, but was placed on ticlid. Per the physician, there is a possible patient allergic reaction to stainless steel and nickel.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.